Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a pod coil into the target vessel using the microcatheter, the physician experienced resistance and the pod coil unintentionally detached inside of the microcatheter. Therefore, the physician used a wire to push the detached pod coil into the target location. The procedure was completed using other coils. There was no report of an adverse effect to the patient.